Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up with the device that was post-sensed t-wave oversensing. Programming changes were made. The patients condition is good.